Event description:
Customer states that the sue by date is rubbed off the vial of strips as well as part of the lot number. No injuries reported. Requested return of suspect vial and replacement was sent.